Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 coils removed from right fallopian tube/ two metal coils, grossly consistent with an essure'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and complication of device insertion ("unable to place essure in left tube"). The patient was treated with surgery (hydrothermal ablation, laparoscopic bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage, menorrhagia and pelvic pain to be related to essure. The reporter commented: right side- 4 trailing coils, unable to place essure in left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 coils removed from right fallopian tube/ two metal coils, grossly consistent with an essure'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and complication of device insertion ("unable to place essure in left tube"). The patient was treated with surgery (hydrothermal ablation, laparoscopic bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage, menorrhagia and pelvic pain to be related to essure. The reporter commented: right side- 4 trailing coils, unable to place essure in left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.